Manufacturer narrative:
H10: the reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was not confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.

Manufacturer narrative:
The reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and were found to be relevant to the service repair. A review of the qn database was performed for component failures and found the qns opened not applicable to this complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that device broke (broken damaged). The customer stated that there is no patient involvement.